Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display. The customer states they had a low battery, but after changing the battery, they received a blank display. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted, and the customer was advised to change out the battery. The customer was advised to monitor the device and call back if issues persist.